Manufacturer narrative:
Medtronic rep toggled the power cut off switch in the back of the system and system powered on, and was unable to replicate the issue. No pt involved.

Event description:
Medtronic rep reported, the system lost power and powered down suddenly while in the registration task. The event did not occur during surgery and no pt was present.